Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scratch on the acoustic lens. Additionally, the surface of the ultrasound probe had scratches and chips due to physical stress. Upon further inspection, the adhesive of the tip fixation screw was detached and as a result, insufficient. As a result of the damage on the ultrasonic probe, the display of the ultrasound image was defective with missing elements. It was observed that watertightness was lost due to scratches on the bending section cover and peeling on the acoustic lens. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: acoustic lens, image guide protector, objective lens and on the protector of the universal cord on the control section side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had surface damage or probe scratches. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the tip fixation screw was detached which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive detaching could not be determined. The event can be prevented by following the instructions for use which state: ¿handling and general precautions note ·do not bend (below 12cm) the endoscopic soft parts, universal codes, or ultrasound connecting wires. Doing so may cause noise or damage the ultrasound image. ·do not apply impact to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not hold the transducer when holding the insert. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image.¿ olympus will continue to monitor field performance for this device.